Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that shortly after implant, ventricular noise was observed on egms along with changes in impedance. Insulation damage was noted near the proximal end of the ventricular lead. The lead was explanted and replaced.